Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was discovered that the dilator had a piece of plastic hanging on the end when prepping the vizigo¿ sheath. The piece found at the end of the dilator looked like it was made of the same grey colored material as the dilator itself. The piece did not appear to be loose with movement. The dilator was not noticeably broken. The dilator was not used on the patient. They replaced the vizigo¿ sheath and the procedure continued without further issues. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 28-sep-2023. It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was discovered that the dilator had a piece of plastic hanging on the end when prepping the vizigo¿ sheath. The piece found at the end of the dilator looked like it was made of the same grey colored material as the dilator itself. The piece did not appear to be loose with movement. The dilator was not noticeably broken. The dilator was not used on the patient. They replaced the vizigo¿ sheath and the procedure continued without further issues. No adverse patient consequence was reported. Device evaluation details: pictures were received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip of the dilator is observed with a particle stuck to the tip. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis revealed that the dilator of the vizigo¿ sheath had a piece of plastic hanging. Due to this condition, a supplier manufacturing investigation was performed to determine the root cause of this issue. It was concluded that the burr is larger than the allowed limit from the standard. This complaint has been found to be manufacturing related. A device history review was performed for the finished device 00002243 number, and no internal actions related to the complaint were found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was confirmed. The dilator broken issue reported by the customer could be related with the amount of flash hanging (excess plastic), identified during the investigation. It should be noted that product failure is multifactorial. An internal corrective action has been opened to investigate this issue. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).